Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 63 (hardware low level failures), pump error 68 (trace pointers are invalid), pump error 75 (power supply test failed during self-test), pump error 49 (history pointers failed. The history pointers are corrupted) pump error 23 (post-reset ram crc alarm), pump error 4 (the motor arm cannot communicate with the main arm), open book image, keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. The customer was able to clear the alarm. The customer able to complete rewind. The customer did not pass a self test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Pump error 23, error 49 and error 68 confirmed during boot up due to improper shutdown caused by moisture damage on the electronic assembly. Pump error 63 [may 08, 2025 at 22:00] (hex: 15, dec: 21) and pump error 4 [may 08, 2025 at 22:00] (file#:32122 , line#:2727) was confirmed in the history file due to a hardware issue caused by moisture damage on the electronic assembly. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were not within spec due to moisture damage on the electronic assembly. Pump error 25 alarmed during testing due to moisture damage on the electronic assembly. Critical pump error did not occur during testing and was not found in the history file. All buttons worked successfully without any issues. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay and corroded battery tube pump errors 4, 23, 25, 49, 63, 68, and 75 were confirmed during analysis due to moisture damage on the electronic assembly. Critical pump error was not confirmed during analysis. Unresponsive keypad was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.